Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient coordinator reported unknown side no complaint against the device. Healthcare provider reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the shell was broken, a portion of the shell was missing and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified sharp, broken crease, stress marks and wear/abrasion. Based on the device analysis the final assessment is: a sharp crease broken edge in the side radius assessed as a fold flaw opening.

Event description:
Patient coordinator reported unknown side no complaint against the device. Healthcare provider reported rupture. Device has been explanted.